Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-01613 / 01616). Product location unknown.

Event description:
During a procedure, the suture lasso would not deploy or advance through the device. This contributed to an approximately 10 minute delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection shows no signs of damage and the instrument functioned without issue . A conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "the surgeon is to be familiar with the equipment, instruments and surgical procedure prior to performing surgery."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-01613 / 01616).